Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/15/2015 (B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and suture was used to close the chest of the patient. The surgeon states that the patient¿s sternum opened. Additional information has been requested.